Manufacturer narrative:
Gtin: unknown. The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, surgery for lumbar canal stenosis was performed using the expedium system. The fixed area was l3 ¿ s. During the surgery, the following procedures were taken by the surgery. The surgery tried to insert the screw (part#:186731850, lot#:107163) using the screw driver (part#: 279751002, lot#: unk). Then, the tip of this screw driver got broken and the tip got stuck in the head of screw. As he could not remove the broken tip of the driver, he fixed a short rod on the head and then pulled out the head and the tip together. After he removed it completely, he inserted a new screw. The surgery was successfully completed with a 20-minute delay, and there was no adverse consequence to the patient.

Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record could not be conducted as the lot number was not provided. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned to manufacturer.

Manufacturer narrative:
Visual examination of the returned device revealed the fracture was located at the distal tip. Optical imaging noted plastic deformation suggesting the driver underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause cannot be positively determined based on the sample and information available. However based on evaluation, the possible cause of the screwdriver tip breaking is a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was returned for evaluation. Investigation will be conducted. Follow up will be filed with investigation findings. Gtin: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.